Event description:
It was reported that the device had error 232.6040. There was no reported patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error 232.6040. Technical support - recommended (B)(6) to replace display board. Assisted with a part number. (B)(6) will replace display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/01/2016 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - recommended (B)(6) to replace display board the customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced h3 other text : no product returned.

Event description:
It was reported that the device displayed an error message for a display failure. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error message for a display failure. There was no patient involvement.